Manufacturer narrative:
Concomitant medical products: added the patient¿s medications: atenolol, doxazosin, nexium, and aspirin. Additional devices implanted and involved: plc201400/13775034. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprostheses. On (B)(6) 2016, a fistula between aneurysm sac and sigmoid colon was identified. It was reported both grafts were explanted. It was reported the patient underwent a fem-fem and a surgical repair of the fistula. It was reported the patient tolerated the procedure.